Event description:
It was reported the patient had not been getting pain relief since the date of implant. On "monday" the healthcare provider (hcp) wanted to check the connector with the pump in the pocket. They did an x-ray and it showed it was connected to the catheter. A dye study was also performed and it appeared the dye was not going into the right spot, but the hcp could not tell specifically. Due to the lack of therapy the entire catheter was replaced. The pump was being used to deliver dilaudid. Additional information received reported it was unknown what the catheter issue was or the location of the issue. As a result, the catheter was replaced. The patient was currently receiving ¿great pain relief.¿ the old catheter was discarded.

Manufacturer narrative:
Product ID 8782, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter (B)(4).